Event description:
The manufacturer received info from a third party service ctr alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's active exhalation module was replaced to address the issue.